Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a faulty receiver module. However, the definitive root cause of the faulty receiver module could not be determined. It is possible that the issue was caused by user mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Visual inspection of the video connector socket receptacle cavity revealed that the cover glass located inside was shocked and broken. Due to damage found in the video connector socket receptacle cavity, the control unit had probably been subjected to severe shocks, caused by excessive force applied to it when connecting devices. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the narrow band imaging (nbi) mode on the visera 4k uhd camera control unit is not enabled. During evaluation of the returned device, the evaluation found the image did not display. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no patient harm associated with the event.